Event description:
The customer reported via phone call that the insulin pump alarmed motor error when the customer went to rewind and change the reservoir. The customer's blood glucose was 206 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer's most recent blood glucose was 165 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.